Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was from received from a consumer (con) regarding a patient receiving a dose of 1.5mg/day at a concentration of 5.0mg/ml of morphine via an implantable infusion pump for malignant pain and spinal tumors. It was reported that the pump was alarming or beeping and was described as a critical alarm for month after missed refill. The patient missed a scheduled refill. The patient was experiencing the withdrawal symptoms of nausea, vomiting, hot/cold chills and was at the emergency room once due to lethargy, general sickness and increased pain. These withdrawal symptoms began 2 months ago. Patient was prescribed oral morphine as an intervention. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.